Event description:
Caller reported an occlusion alarm, which prompted a visit to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 650 mg/dl with ketones. The customer received an insulin drip to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Multiple attempts were made by tandem technical support to gather hospital release date; however, no response was received. Reportedly, the customer continued to use the pump for insulin therapy.